Manufacturer narrative:
Concomitant medical products: product ID 37651, serial# (B)(4), product type recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via a manufacturer representative that the recharging system was broken. The recharger could not be charged to the fullest and the display was showed that the recharger was not charging. Due to the recharging system not working, the implantable neurostimulator (ins) and the ins stopped working. The ins not working led to the patient experiencing a return of symptoms. Troubleshooting included the manufacturer representative trying to charge with the patient's recharger, but that did not work. The recharging system was replaced and the issue was resolved. No surgical intervention was taken or planned and the patient was alive with no injury. No further patient complications were anticipated.